Manufacturer narrative:
(B)(4). MDR ref #s: 9615742-2012-00009 (avaulta system), 9615742-2012-00010 (uretex). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior system".

Event description:
Procedure alleged: pelvic organ prolapse and stress urinary incontinence. Reportedly, the pt underwent treatment for pelvic organ prolapse and stress urinary incontinence, and according to the pt's surgery implant record, an anterior cystocele, posterior rectocele, and suburethral sling. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Concomitant therapy: uretex to2 and avaulta ¿ posterior biosynthetic support system. The reason for mesh implantation: cervical uterine prolapse, cystocele, rectocele and stress incontinence. Procedure performed: transvaginal hysterectomy with anterior and posterior repair, mesh placement times 2, vaginal vault suspension, sub-urethral sling and cystoscopy. Complications post avaulta ¿ anterior and avaulta ¿ posterior biosynthetic support system and uretex mesh implant: bodily injuries, including any emotional of psychological injuries, resulted from the implantation of pelvic mesh includes cramps and pain in back and legs, pain extended from her back to her feet, numbness in her legs and feet and described the pain as needles or stitches were sticking her, felt something moving inside, constant infections, and was no longer able to have a sexual relationship with her husband, felt depressed because hurting so much physically. As on (B)(6) 2008: experiencing pain. Scheduled for removal of mesh.